Manufacturer narrative:
The patient¿s age was reported as in the 60¿s. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to staphylococcus aureus and sometimes has ¿difficulty in connecting the pd machine¿. The peritonitis was manifested by cloudy effluent. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event (no further details). Dianeal therapy was ongoing. Thirty days after the event onset, the patient was recovered from the event. The patient was scheduled to be discharged 31 days after hospital admission. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.